Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, mildly calcified, 85% stenosed, mid left anterior descending coronary artery. A 2.50 x 8 mm xience xpedition stent delivery system (sds) was advanced toward the lesion, met resistance with the un-specified 5f guiding catheter, would not pass through and became stuck in the distal end of the guiding catheter. The sds and the guide catheter were removed from the anatomy as one unit. A new unspecified sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported difficult to position and difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to position and difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.